Event description:
It was reported that an 8 month old baby, undergoing a "cardio-vascular surgery of pediatric" received a burn on the left hip-5cm in length overall. Working time for the procedure was 5 hours with very little use of the electro-static unit.